Event description:
The customer stated that when he took the meter from his father, the meter was very hot and burned his hand. He stated that he sought treatment at the hosp for the burn. He was given an antiobiotic to prevent infection and was to see the doctor again the next week. The customer was given a replacement meter at cvs and his meter was to be returned for eval.